Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event could not be confirmed due to lack of provided information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. It was noted that a homemade head/taper was used. Zimmer biomet states "do not use components of biomet comprehensive reverse shoulder products with components of any other system or manufacturer, unless authorized by zimmer biomet." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient match implant (pmi) group that a patient underwent a shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason.

Manufacturer narrative:
(B)(4). D10: unk homemade cement head/taper adaptor.